Event description:
It was reported that the right atrial (ra) lead was capped with no other information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: kdr931 implantable pulse generator (ipg) (B)(6) 2003. (B)(4).